Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) results, below the normal reference interval, for multiple pts, involving synchron lxi 725 system. The erroneous zero values were released out of the lab. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered the reagent pack was placed into the incorrect compartment on the reagent wheel. The fse placed the reagent pack into the correct slot and returned the unit to normal operation. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.